Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted in bipolar and unipolar configuration on the right atrial (ra) lead post operatively. Undefined high impedance, polarity switches and high thresholds were noted. A chest x-ray suggested the pin is not in the header of the device. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.